Event description:
It was reported that during device preparation, the vision stent was dislodged off the balloon prior to use. The stylet and the sheath were pulled together during removal. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, an incorrect sized sheath, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. Ultimately, return of the sds may have aided the investigation in determining a cause for the reported stent dislodgement. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined.